Event description:
Report received of no audible alarm tone on channel c. The device was returned to the biomedical engineering department with an unsigned note that stated, "no alarm on channel c." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing by the user facility, there was no audible alarm tone on channel c. There were no reports of any adverse patient events while the device was in clinical use.